Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test due to motor error alarm. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that she was getting a motor error alarm on her insulin pump and the pump was not working. Customer was trying to change the site and received a no delivery alarm and then a motor error alarm. Customer stated that she had a motor position encoder error alarm but does not remember when she received it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.